Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. There was a signal artifact monitor (sam) episode and minute ventilation (mv) oversensing. Technical services (ts) stated that it looked like it could be a ra lead integrity issue and also suspected for lead fracture. Isometrics was performed and the serial impedances with isometrics and pocket manipulation were around 1408-1418 ohms. There was no noise present during isometrics. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. There was a signal artifact monitor (sam) episode and minute ventilation (mv) oversensing. Technical services (ts) stated that it looked like it could be a ra lead integrity issue and also suspected for lead fracture. Isometrics was performed and the serial impedances with isometrics and pocket manipulation were around 1408-1418 ohms. There was no noise present during isometrics. This device remains in service. No adverse patient effects were reported.